Event description:
Possible lead fracture leading to impedance. Explant performed. Oversensing pericardial effusion laser lead extraction of old rv dual coil lead. Most likely tear in rv. Balloon in svc inflated. Chest cracked, and pericardia! Window done, and clots removes and drain placed. Eventually rv lead completely extracted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).